Event description:
It was reported that during introduction of the bridging stent in the celiac artery (ca) an icast stent was damaged during the introduction through a kinked aptus steerable 7fr sheath. The catheter got kinked too which caused penetration of the wire through the catheter.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.